Event description:
The initial reporter questioned low ise results for multiple patients tested on a cobas 6000 c (501) module. The customer provided an example of discrepant results for 1 patient sample tested for sodium (na), potassium (k) and chloride (cl). The initial na result was 122 mmol/l. The repeat was 139 mmol/l. The initial k result was 3.5 mmol/l. The repeat was 4.2 mmol/l. The initial cl result was 83 mmol/l. The repeat was 102 mmol/l. The sample was repeated as the initial results were lower than expected. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct. No electrode lot numbers with expiration date were provided.

Manufacturer narrative:
The customer found the area around the electrodes was wet; the customer replaced the electrodes and dried up the wet area. The customer also primed the ise after changing the reagent. The customer received a calibration error; upon recalibrating, qc was acceptable. The field service engineer (fse) found a misadjusted rinse head. The fse adjusted the rinse head and qc was within specification. No calibration or qc data was provided for investigation. Multiple abnormal aspiration, sample short, calibration and ultrasonic mixer alarms were observed on the customer¿s alarm trace data. The investigation determined the service actions resolved the issue.